Manufacturer narrative:
Manufacturer's investigation conclusion: examination of the driveline potting inside the pump outlet housing (interior of the cable boss) found that the potting was slightly discolored red and opaque with a smooth texture. This finding was previously investigated and found to be cosmetic only. The evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the pump stoppage and low speed events captured in the submitted log file. The submitted log file captured transient low speed and pump stoppage events at timestamp 183 days, 16 hours, 51 minutes with corresponding low speed advisory/ hazard and low flow hazard alarms. The associated voltage levels indicated that these events occurred when the system was powered by a power module. Based on past experience with the heart mate ii left ventricular assist system (lvas) and similar reported events, the log file data is consistent with the confirmed driveline damage. Vad-61271 was returned assembled with the driveline cut approximately 3.5¿ inches from the pump housing and the distal end with the controller connector measuring approximately 34.5" was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump inlet port. The inflow conduit flex section had been severed medially. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the driveline found all wires to be electrically intact. Upon disassembly of the driveline, visual inspection and high potential testing of the underlying wires revealed a breach to the insulation of the green wire approximately 3¿ from the pump housing. Additional breaches to the insulation of the green and orange wires were observed approximately 10¿ from the pump housing. Although a specific cause could not conclusively be determined, the observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of the green or orange wires contacted the braided shield while operating on the power module with a grounded patient cable, the resulting short to ground would have resulted in the low speed and pump stoppage events that were confirmed through the submitted log file. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The fab, hm ii pump, g2.3 aft housing and motor capsule assembly describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. Document fab, heatmate ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event took place at (B)(6) hospital. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a red heart alarm sound at home while the patient was sleeping. The alarm did not last long and the patient contacted the hospital in the morning. At that time, the patient was asymptomatic. When the history was checked on the system monitor, pump off and low speed operation were recorded. Therefore, the patient's controller was replaced to the back-up. The patient currently hospitalized and had battery support. The log file captured speed drops and pump stops on day 183. These issues only appeared to be occurring while the vad (ventricular assist device) was connected to the power module. The log file ended with the driveline being disconnected. The log file review suspected driveline fatigue. The decision was made to prioritize patient safety and replace the pump. The pump was exchanged to a heartmate 3 on (B)(6) 2021.